Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that it took 70 units of insulin to observe insulin drips exiting the infusion set tubing during load fill tubing process. There was no reported impact to customer's blood glucose. Reportedly, customer successfully completed load process and resumed insulin delivery.